Manufacturer narrative:
(B)(6). Investigation summary: customer returned photos of a pen needle attached to a pen along with part of the shelf carton from lot # 7130972. Customer states that immediately after the application of insulin, the blood returned to the inside of the insulin cartridge, making it impossible to use. The photos were examined and exhibited reddish material on the surface of the pen needle. No defects were observed on the pen needle as shown in the attached photos. A possible root cause cannot be determined from the photos. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that "immediately after the application of insulin, the blood returned to the inside of the" bd ultra fine¿ insulin pen needle's insulin cartridge, making it "impossible" to use.